Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00110 on 19-may-2023. Additional information (23-may-2023): a siemens customer service engineer (cse) was dispatched to the customer¿s site on multiple occasions. During these visits, the cse verified the secondary vacuum and the alignment of the sample probe, reagent probe 1 (rp1), and reagent probe 3 (rp3) and performed a dispense test of rp1 and rp3, which recovered acceptably. The cse also tested the sample probe aspiration, wash probes, pinch valve tubing, and acid base dispenses, which passed. Then, the cse replaced all four wash probes, pinch valves on wash stations, pinch valve tubing, probe wash guards and the vacuum regulator for the secondary vacuum. The cse inspected the waste basin, and performed 3 dispenses of acid and base. The wash station was cleaned, and the waste lines for the wash probes were bleached. The secondary vacuum was adjusted, and an auto check and quality control (qc) were performed and recovered acceptably. A 10-test precision was performed on quality control level 1; the precision was acceptable. Subsequently, the cse performed a dry to wet prime and further inspected the instrument. No issues were observed. When the customer ran qc, results for all analytes except for rubella igg recovered within acceptable ranges. Siemens is troubleshooting the issue. MDR 2432235-2023-00108_s1 and MDR 2432235-2023-00109_s1 were filed for the same event.

Event description:
A reactive rubella lgg (rub g) result was obtained on a patient sample on an atellica im 1300 analyzer. The result was reported to the physician(s). The sample was repeated on the same analyzer. The repeat result was equivocal. The customer informed the physician that a redraw of this patient was recommended. However, it is unknown whether the patient¿s blood was redrawn. There are no known reports of patient intervention or adverse health consequences due to the reactive rub g result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer¿s site and inspected the analyzer. During these visits, the cse repositioned the waste lines through the pinch valves and replaced the reagent pack. The customer recalibrated the assay and performed a precision study using qc, which recovered acceptably. The cse also verified probe alignments and adjusted the probe to the wash port. The dispense test of reagent probe 1 and acid and base pumps and the secondary pump operation were verified. No air bubbles were observed in the wash probe lines. Auto check and qc was performed and recovered acceptably. Then, it was determined the analyzer had insufficient cleaner solution onboard when trying to run maintenance. Next, a new lot of the rub g assay was installed on this analyzer and an alternate atellica im analyzer in the customer¿s lab and a successful precision test was performed. The cause of the reactive rub g result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00110 on 19-may-2023. Siemens filed follow up MDR 2432235-2023-00110 supplemental on 16-june-2023. Correction: MDR 2432235-2023-00110 supplemental 1 report was filed on 16-june-2023 and indicated that siemens was continuing to investigate. However, although the exact cause of the false positive rubella igg (rub g) patient result was not confirmed, a potential cause was insufficient cleaning solution onboard during routine maintenance. A successful precision test was performed, and the system was left performing according to specifications as documented in the initial MDR 2432235-2023-00108 filed on 19-may-2023. In section h6 of this report, the investigation finding and conclusion codes were updated based on this information. Further, the affected patient sample had been tested prior to troubleshooting, while the instrument was having multiple issues, including rubella quality control (qc) results were out of range. The atellica im rubella igg (rub g) instructions for use (IFU) states in the interpretation of results section, "note: if the controls are out of range, the sample results are invalid. Do not report results.". The instrument is performing according to specifications. No further evaluation is required. MDR 2432235-2023-00108 supplemental 2 and MDR 2432235-2023-00109 supplemental 2 reports were filed for the same event.